Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign manufacturer representative indicated the patient was hospitalized on 2018-oct-29.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the exact expected volume was unknown, but the hcp expected approximately 2ml and withdrew approximately 20ml. The pump would be returned to the device manufacturer. It was also clarified that from the manufacturer representative¿s memory (as the catheter replacement was some time ago) the hcp had performed a catheter access port (cap) dye study and decided to replace the catheter after this investigation. It was unknown when the catheter replacement occurred. The hcp was concerned about the catheter due to the patient reporting increased pain and the pump showing high residual volume at refill. However, following the catheter replacement, the patient still reported increased pain, and this was the reason for the pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the date which the patient first began experiencing the loss of pain control was unknown.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Visual inspection identified a crease on the internal pump tube. There was no indication the crease affected infusion. No significant anomalies were identified. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal dilaudid 5 mg/ml at 1.5 mg/day via an implantable pump. The indication for use was not reported. It was reported that the patient noted a critical alarm. However, pump telemetry from (B)(6) 2018 did not show a critical alarm in the logs. The patient also noted no pain control. High residual volume (~ 20ml) was observed at the last refill by the hcp, and the pump was replaced due to high residual volumes. The catheter was investigated for back flow during the procedure. It was unknown if the issue was resolved. However, the patient's status was alive - no injury. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue; none were reported. Information regarding the patient¿s weight, medical history, and other medications was unavailable. No further complications were reported.